Event description:
A peritoneal dialysis patient reported that she was in the hospital from (B)(6) 2014 being treated for peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient's culture report showed streptococcus salivarius. The patient coughed into her hand and touched her catheter causing the peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.